Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. D4: batch # 743a55. B3: exact event date unk, entered 1/1/2023 as no date was provided. E1: event reporter is unk as device was received no complaint information. Multiple attempts were made with no reconciliation. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60g reload was received for analysis and the reload body was noted to be damaged. The reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 743a55, and no non-conformances were identified.